Event description:
During a surgical procedure on a 56 yr old female pt, undergoing a laparoscopic vaginal hysterectomy, under the direction of a dr., on 11 august 1997. During the procedure, a standard step radially expanding dilation access device and sleeve was used according to instructions. Upon abdominal re-exploration during the procedure a foreign body was observed and retrieved. The retrieved material was the blunt stylette of the insufflation needle, which had become detached from the assembled needle unit. Successful retrieval of the stylette was accomplished by the attending surgeon, and no pt injury is reported. The pt is reported to have recovered from the scheduled procedure and is doing fine without complication. The reported event is described as a product malfunction/failure. The malfunctioned needle assembly is being returned to innerdyne, inc., for evaluation, which has yet to be received and completed. The retrieved stylette was retained by the medical institution.